Event description:
It was reported that, during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision, to resolve the issue. The ventilator passed all tests, calibrations, and was operating within the manufacturing specifications.